Manufacturer narrative:
(B)(4). Eval shows the returned product was set with the delay switch at 4 seconds. When tested the alarm powered up, but shut off after 5 seconds. The aqualert moisture label is missing from the unit. Also, the alarm case is damaged near the battery door. MFR ref file # (B)(4).

Event description:
Customer reported the alarm has no power. The unit was tested with new batteries all of the same brand. There was no other damage reported. There was no pt contact reported.